Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Attempts to obtain additional info have been made. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported a pt with unexpected refractive outcome following intraocular lens (iol) implant surgery. He stated the iol was at 77 degrees and rotated to 60 degrees. Repositioning of the lens was planned, but not yet scheduled. Additional info has been requested.